Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Corrective and preventative action (CAPA) was implemented to introduce a stabilizer additive to the sheath that would prevent future breakages due to light exposure. The starting lot numbers for the change are 6fr - 0000567242 and 8fr - 0000580214. For additional information concerning the changes that were made due to the CAPA see the CAPA document.

Event description:
The user facility reported that they used an 8fr angio-seal in the cath lab. The sheath was brittle and broke off inside the patient. Patient was sent to the operating room (or) for a vascular surgeon to remove the pieces left in the body. There was no blood loss. Additional information was received on 20dec2024: the procedure was a renal stenting. The angio-seal sheath size that was used to close the patient was an 8fr. The catheter size used in the case was an 8fr. The angio-seal was stored on the bottom shelf in our storeroom in a bin away from any direct light. Since the issue they have been covering the sheaths since then with a cover for extra measure. However, they have been stored like that for a while and they have not had any trouble in the past. They believe that the majority of the broken pieces were retrieved. The only piece that the vascular surgeon could not retrieve or locate was a very tiny piece of the tip that broke. However, they assured it was too small to be retrieved and to cause damage. The patient was doing very well after the surgery.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.